Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the reporter: the customer reports that following a pneumonectomy of the right lung, due to a primary tumor, the patient died of massive hemorrhaging although the surgery seemed successful. Two hours and 45 minutes after the surgery, the patient was extubated and the medical staff noticed heavy hemorrhaging at the intubated site. Also no vascular weakness was known for the patient. The patient was massaged after being extubated then was immediately transferred back in the operating room. The surgeons noticed then that the staple line was open all the way along the inferior pulmonary vein. The patient expired following this hemorrhaging. The devices were not kept as nothing wrong was detected right after the surgery.